Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow hazard alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the low flow alarms were potentially caused by the patient¿s hypertension. A direct correlation between heartmate (hm) ii left ventricular assist system (lvad), serial number (B)(6) , and the reported hypertension could not be conclusively established. The submitted log file contained data from 4:59:51 on (B)(6) 2020 through 8:11:38 on (B)(6) 2020, per the timestamps. Low flow hazard alarms were captured throughout the file due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. These events did not appear to be associated with elevations in pump power or pi events. No other atypical events or alarms were captured. Despite the observed alarms, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient had originally been admitted for a transcatheter aortic valve replacement (tavr) when the low flow alarms were observed. The patient was asymptomatic during these events and the alarms resolved once the patient¿s blood pressure (b/p) was under control. The plan of care was to continue with blood pressure management. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) state that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. In reference to flow, this document explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explains that changes in patient condition, such as hypertension, can result in a low flow hazard alarms. Additionally, physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file captured persistent low flow events from the beginning of the log on (B)(6) and continued until (B)(6) when the calculated flow recovered back in the 3-4 lpm range. A few more low flow events noted on (B)(6) @0147. These low flow events appear to be patient related and not equipment related. It was reported that the patient underwent a tavr (transcatheter aortic valve replacement) procedure on (B)(6) 2020. The plan was to discharge the patient when their inr (internal normalized ratio) was therapeutic.